Event description:
Pt had surgical procedure of anterior cervical fusion c5-6, c6-7 with bone bank bone graft. Bone was contaminated. Bone already implanted in pt. Pt is not showing any signs of symptoms of any problem at this time.